Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was observed that the right ventricular (rv) lead had low pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.

Event description:
New information received notes that during the procedure, insulation damage was also noticed on the rv lead.

Manufacturer narrative:
Additional information: b5 - insulation damage indicated, h6 - break.